Event description:
It was reported when using the bd pyxis medstation system displayed a fatal error during the sign on process. The customer stated that this malfunction caused a delay and user managed to get medication from pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that displayed fatal error caused by network connection problem. The technical support specialist updated the sql recovery model, cleared the disk space and deleted the previous data backups. Finally performed full data synchronization to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.